Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Device visual evaluation: visual analysis of the photographs identified: red particles on the shell, white biological tissue on the shell and an extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient's concern with product.

Event description:
Patient reported right side exchange due to concern with product. Healthcare professional reported "large rip in implant shell." Device was explanted.